Manufacturer narrative:
(B)(4). The service engineer verified the malfunction. The service engineer downloaded the software onto the customer purchased graphic user interface central processing unit. The ventilator passed self-tests.

Event description:
The customer reported that an 840 ventilator had a distorted lower screen. The ventilator was not on a patient at the time of the event.